Event description:
The customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board, control panel, and foot switch. System operates as intended. (B)(4)